Manufacturer narrative:
No lot history record search was performed due to no part number and/or lot number being reported.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation of a lesion in the brachiocephalic (innominate) artery, the viatrac balloon ruptured at 20 atms. The device was removed as a complete unit. There were no pt consequences. No additional info was available.